Manufacturer narrative:
The device noted in d4 is distributed outside the us. However, it is similar to the us distributed drug eluting stents. The product is available but has not been rec'd as of the initial report. Add'l info will be submitted within 30 days of receipt.

Event description:
The physician tried to link the syringe to the hub, but the hub was already broken. The physician did not use the stent and used another one to treat the pt.